Manufacturer narrative:
The cadiere forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a cracked main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument became stuck at the trocar by the front end, causing the tip to fracture. The procedure was completed, and no injuries were reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the connecting point between the shaft and the wrist was not properly aligned. Hence, a slight collision and instrument fracture took place when or team removed the instrument through the cannula. This did not occur while inside the patient. There were no reports of fragments falling in the patient, no missing or detached material from the instrument, and no post-surgical complications related to retention of foreign material. No photographic or video evidence is available for review.